Event description:
It was reported that the post operative x-ray showed a reelx dislodged after being seated during a previous surgery. Two medial iconix anchors were used in unison with two reelx anchors to complete a bridging technique.

Manufacturer narrative:
The product was not physically returned for investigation, as it remains implanted in the patient. However, via x-ray, the reported failure mode could be considered confirmed. The root cause is most likely related to a combination of poor patient bone quality and inadequate spooling of the suture. The instructions for use (IFU) section states that "insufficient quality or quantity of bone or soft tissue" is considered a contraindication and the product should not be used if this is the case. Because the patient had softer bone, this should have been considered by the surgeon before beginning operation on the patient. In addition, the company representative stated that "there might have been more rotations than needed..." Due to the fact that only one suture strand was spooled. This could lead to two possibilities that may have occurred. First, because the anchor may have been spooled more than the maximum number of rotations indicated by the IFU (3), the anchor may have failed due to over tensioning of the device. However, since the company representative stated that there was "no evidence of any breakage or internal core stress when we cut the suture at the anchor base" it is more likely that, because only 1 strand was spooled instead of 2, there might not have been enough suture spooled to sufficiently expand and set the anchor which would explain the anchor pullout. In conclusion the root cause is most likely soft patient bone quality and inadequate spooling of the suture. In sum, the product was not physically returned for investigation but based on the x-ray, the reported failure mode could be considered confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the post operative x-ray showed a reelx dislodged after being seated during a previous surgery. Two medial iconix anchors were used in unison with two reelx anchors to complete a bridging technique.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.